Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to failed mom hip replacement causing pain, elevated chromium ion level and joint effusion. MRI reported acetabular component appears to be vertical and possible retroverted. Without significant pseudotumor and adverse local tissue reaction. Operative notes reported scar tissues, normal appearing synovial fluid in the hip joint, scarring of the gluteus medius was noted. Some taper corrosion was noted on the trunnion this was removed. There was no loosening, the stem was stable. There was some defective bone grafted from local bone on the posterior superior of the acetabular component. Scar tissue and synovium were removed doi: (B)(6) 2009; dor: (B)(6) 2018: left hip.

Manufacturer narrative:
Product complaint (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: b3.